Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon further inspection, fse identified that the ny16 ps was defective in the power supply. The fse replaced the power supply to resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The power supply was returned for further analysis. Functional testing was performed, and an electrical defect was observed. The codes were updated based on the investigation outcome.